Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that tower had water intrusion due to flood in the floor. A field service engineer (fse) observed that the tower was showing as disconnected despite all cables being properly connected. Troubleshooting included replacing the medcart cable, but the issue persisted. The tower doors were successfully tested through hardware test application (hta) diagnostics even though they appeared disconnected in the application. The issue was escalated to technical support, and the customer later confirmed that issue was resolved by pharmacy user. The system functioned as intended after the customer resolved the issue.